Event description:
On (B)(6) 2009, the patient reported, there is a black spot on the display of his insulin infusion device. He said, he noticed this about 1 year ago. He stated, he uses proper batteries in his device. He stated, his device has been dropped but not on a hard surface. His device has not been exposed to water or insulin. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.